Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a keypad malfunction was confirmed but not reproduced. The assignable cause of the reported problem could not be identified. The user interface module (uim) keypad was replaced to fix the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the cause for this condition was assigned to a damaged main keypad.

Event description:
The facility reported a colleague infusion pump with the reported condition of a keypad malfunction. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5 with 6.13.92.